Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Explanted date unknown / not provided. K011028, k013227. Device not returned.

Event description:
It was reported that implant fractured in the patient's mouth. Tooth location 19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes". H3 other text : device not returned.